Event description:
It was reported that the left ventricular lead dislodged and "pulled back" into the carotid sinus and out of the desired vein. It was further reported that the lead had lost capture. The lead was removed and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.